Event description:
This event was reported in error. Through follow-up with the healthcare provider, it was learned that although the patient expired 7 days after surgery, the edward's valve did not cause or contribute to the patient's death.

Manufacturer narrative:
Additional manufacturer narrative: it has been learned through follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than (B)(4) registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient's family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired after an implant duration of seven days. Through follow-up with the health-care provider, the cause of death was provided as severe, bilateral pneumonia and ecoli. The surgeon indicated that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
Device not returned. Miscellaneous infection. Response indicates the device did not contribute to the patient's death. Device was not explanted, remains implanted and the autopsy report provided is not in english. The surgeon's response indicated the infection was bacterial and that the source was e coli. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.